Manufacturer narrative:
After internal review b5 and h6 were corrected

Event description:
On (B)(6) 2025, after internal review of the initial call recording, patient confirmed that the needle was not inserted properly and did not report a needle mechanism failure.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod for an unknown duration of use. The patient reported that the needle was not inserted. When removed from the infusion site, the pod's cannula was found bent, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the bent cannula. Also, we are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.